Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds had a foreign substances in them. Additional malfunctions include the 4-way valve which had a foreign substance in it.